Event description:
It was reported that patient experienced ineffective therapy, patients lead has high impedance. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein an additional lead was implanted at l5 and patients s1 lead was attempted to be explanted but broke in half and was unable to be removed [related manufacturer reference number: 1627487-2026-01218].

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.